Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. The customer experiencing an elevated blood glucose (bg) level. Bg value not provided. A manual insulin injection was administered to address bg. Reportedly, the customer reverted to an alternate method of insulin therapy.